Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed high reading by taking correction injection with insulin pen, did not require third party assistance. Technical support provided instructions to reset pump but chose to perform reset later, with no further action reported.